Event description:
The customer reported that the 840 ventilator had stopped cycling. Pt involvement is unk.

Manufacturer narrative:
Npb has attempted to call customer multiple times but no customer response. Npb will contact FDA when new information becomes available.